Event description:
CPAP/bipap used in sleep lab for multi-pt use has aroma of cigarette smoke as a result of use with smoking pts, who has a noticable odor of tobacco on their breath when exhaling and despite use of filter designed to allow for multiple pt use of CPAP equipment in a sleep lab. Aroma was noticed when CPAP in sleep lab was used on a non-smoking pt with allergic rhinitis. CPAP/bipap equipment in multi-pt settings particularly hospitals and sleep centers.